Event description:
The pt had a wound infection at the pump implant site in the left lower abdomen. The pump and catheter were explanted. The pt was hospitalized and treated with IV antibiotics. The outcome of the event was reported as "resolved without sequelae". Pt was discharged on (B)(6) 2009". The pump was used to deliver hydromorphone, sufentanil, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).